Event description:
ICD under biotronik advisory for premature battery drain. Routine remote shows premature battery drain, confirmed with biotronik tech support. Recommended prompt ICD generator change. ICD generator changed.